Event description:
After spinal fusion surgery (2009) developed complications - readmitted one week later. Doctor ordered MRI to try to ascertain extreme pain and immobility. During MRI, extreme burning developed in left hip, across back and buttocks. Acquired deep thermal burns, operator stopped procedure 2x's but ignored burn complaints. Hosp would not assist nor offer treatment. Said they "talked" to operator. "Risk assessment" would not allow info or help. Incident at hosp during evening tour. Dates of use: 2009. Diagnosis: spinal surgery. Event abated after use stopped: no.